Event description:
Customer reported that she was in the hospital fifteen years ago because she accidently cut the line on her infusion set. Customer recently experienced high blood glucose levels of 200 mg/dl due to yogurt. Customer also reported an issue with the serter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.